Event description:
Event was reported to caldera medical by an attorney. The legal complaint states that the pt was implanted with the desara sling system. Within months after the initial procedure, plaintiff experienced complications with the mesh, requiring additional medical care and surgical intervention.